Event description:
The customer had a reoccurring issue beginning (B)(6) 2015 where they would receive analyzer alarms, perform a shutdown, and reboot then the analyzer would be okay for the rest of the day. The customer checked the fuses and checked for leaks. The customer did not notice any smoke or fire. The field service representative found there was a burnt fuse holder and damage to the power pcb and power box. He replaced the power pcb and the system initialization without errors. The customer performed calibration and qc to specifications without errors. He determined the instrument met operating specifications. No patients were involved in the event and no one was injured or adversely affected.